Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased capture threshold was observed on the rv lead. The rv lead was explanted and replaced. Patient was asymptomatic and was in stable condition post-procedure.